Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that handpiece was not working. There was no patient impact. Additional information received from rep stating that the drill became hot during use. Surgeon continued to use the drill until the end of the procedure.